Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a funeral home with no information. Information identified in the manufacture¿s data base/paperwork indicated the patient died approximately 6 months post implant of the ICD system. A cause of death was requested and not received. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.